Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain video-assisted thoracic surgery by department of respiratory surgery, the subject device was used. Uncertain error occurred several times. When the nurse wiped the probe of the device for cleaning outside the patient, the probe broke off. The procedure was completed with another thunderbeat. There are no patient injury was reported.

Manufacturer narrative:
The subject device were returned to omsc for evaluation. The evaluation confirmed that the probe broke at 14.0mm from the distal end. The probe had contact marks with the jaw around the broken point. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The ptfe pad wore and partially deformed. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress when the nurse wiped it for cleaning. The cracks were developed from the contact marks on the probe by stress during the procedure. The contact marks were made since the ptfe pad was partially deformed, which caused contacting between the probe and the non-insulated area of grasping section. Based upon the finding of the evaluation, this report appears to be related to user handling.